Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence with multiple cartridges. It was reported that the customer went to the emergency room (ER) with an elevated blood glucose level displayed as "high"; although specific value was not provided. Customer was treated with insulin, fluids and electrolytes. Customer was unable to recall the release date. A cartridge change was performed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.